Event description:
It was reported that with the device the patient was routinely given a nasal cannula, and no air leakage was found in the pre-inflated examination of the airbag however after replacing the ventilator the machine prompted an alarm, and upon inspection the airbag was found to be leaking. There was patient involvement and no patient harm reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.